Event description:
It was reported that during a lap gastric bypass procedure, the trocar was losing insufflation when they were using a stapler through the port with optiview technology. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.